Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: 6f, 7f, 13f sheaths, rotoblade atherectomy device, heparin, impella. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella rotoblade interventional procedure. The sheath was upsized to 13f and the interventional procedure was completed. Reportedly, when attempting to tighten the knots of both proglide devices, the sutures came out of the patient. Manual arterial compression was applied to achieve hemostasis. At the mildly calcified left common femoral artery, arteriotomy closure was attempted using a proglide device with a 7f sheath after the impella rotoblade procedure. Reportedly, the proglide suture and the knot came out with the device. A non- abbott device was used and hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in established in the pre-close technique. No additional information was provided.